Manufacturer narrative:
Evaluation summary : a visual and tactile inspection was performed on the device: no particular issues were noted, just a slight squeeze on the shaft. The balloon was found partially unfolded. The guide wire lumen was flushed and it was possible to insert the 0,018¿¿ guide wire without any resistance. The purging procedure was performed and it was noted that a very low flow of air was present while negative pressure was applied and did not stop. The balloon was slowly inflated until 7 bar. A pinhole was visible at 3 bar in the proximal part of the balloon. No additional issues found. (B)(4).

Event description:
The physician was attempting to use a pacific xtreme pta balloon catheter. No abnormality was noticed during preparation and inspection before use. Angiograph results showed 80% stenosis in infra popliteal arterial, the lesion exhibited severe calcification and moderate tortuosity. No pre-dilatation was performed. During the surgery, the physician used v18 guide wire through the lesion and catheter angiography, the physician confirmed the wire was in the true lumen and chose pacific xtreme to dilate the lesion. No difficulty noted when loading the device onto guidewire. No resistance noted between the balloon and other devices during delivery of the device to lesion. When inflating the device at 7bar contrast agent leakage was found in the distal of pacific xtreme. The physician removed the device and (no fragment remained in the patient) and flushed it with saline as instruction, the balloon was damaged. Another pacific xtreme balloon was used in the surgery, the patient is good. No patient injury or other clinical sequelae was reported for this event.